Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional and delivery testing and found to meet with functional testing. The reported issue was not verified.

Manufacturer narrative:
Other, other text: h2: additional information: see a2 and a3.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump is not infusing and that it pulses after pausing. There were no reported adverse effects.